Event description:
Complainant alleged that while responding to a patient in cardiac arrest, the clinician inadvertently plugged the connector of the paddles into the multi-function cable upside-down, and cracked the connector on the paddles. The paddles were then not usable. Complainant indicated that the clinician obtained another set of paddles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.